Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed batt test, batt out limit alarm due to blank display. Unit had stripped battery cap coin slot (p).

Event description:
The customer reported via phone call that battery was out of limit and failed battery alarm was also occurred. Blood glucose was 263 mg/dl. The insulin pump will be returned for analysis.